Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that a couple of years ago they had the device checked and there was a problem with the electrodes that were programmed around. But, caller stated in the last probably 2 weeks, they think there is something wrong with the device because they have very varying levels of stimulation. Pt stated their doctor told them to call patient services to find out who their manufacturer representative (rep) is. Agent asked - pt confirmed there are no issues with external equipment. Agent sent email to local reps and provided nas # to pt for doctor's office to call. The patient was redirected to their healthcare provider to further address stimulation settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.